Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to the lcd board. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the blank display. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump had blank display. The customer's blood glucose was 128 mg/dl at the time of incident. Troubleshooting was done. The customer's spouse stated that the insulin pump had crack on top of the battery compartment. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.